Event description:
It was reported that during central processing, the prograsp forceps instrument tip was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a completely broken grip tip. A piece measuring approximately 1.0130" x 0.2010" was found to be broken off. The broken piece was not returned. The components adjacent to this broken grip showed damage. The grip pin was missing. Additional observations related to the reported complaint: the instrument was found to have multiple indentations/burrs at the tip of the grip tip. One of the grips was completely missing. Grip pins on the distal end are visibly missing. The missing pins were not returned with the instrument. This was caused by the completely missing grip tip. The complaint was confirmed by failure analysis.